Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the customer's insulin pump has a crack on the display. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump was received with intermittent button response due to flattened act button. The pump also had a cracked case at the display window corners and display window, minor scratches on the lcd window, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.